Manufacturer narrative:
H. 3returned product analysis revealed the shaft of the catheter was twisted and kinked. No material or mfg deficiencies were noted.

Event description:
It was reported that during a ptca procedure, the shaft kinked during the procedure. The catheter could not be retracted from the pt. The pt went to surgery. Pt status is listed as "ok".